Event description:
It was reported that the right atrial lead exhibited noise during follow up. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion exposing the outer coil at 5.5 cm to 5.8 cm for the connector pin. The abrasion was consistent with constant friction to another implantable device. This could have caused the reported noise problem.